Event description:
The large suture cut needle driver 471296-07 /k10240808 0087 was returned as a discrepant RMA under pr 1200253. There was no allegation against this product.

Manufacturer narrative:
On 04/08/2026, intuitive surgical, inc. (Isi) obtained additional information from the distributor regarding a discrepancy; the instrument involved in this report was received under an incorrect complaint record and tested by failure analysis(fa). The instrument was found to have a damaged grip cable at distal end. The fa finding was previously reported on MFR report number 2955842-2025-01567 supplemental report #1 on 06/11/2025 for instrument sequence number 0087.